Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the reducer to perform failure analysis (fa). The reducer was found to be broken at the distal end of the shaft. As a result, the reducers metal tip became dislodged. There was no material missing. Broken piece of the shaft was captured inside of the tip.

Event description:
The reducer was an incidental return included with RMA 302126000010. There was no reported issue against the reducer or reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter, but no additional information was obtained.